Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement that occurred during a right heart catheterization. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.